Event description:
In 2004, the patient complained about increasing pain coming from the left hip around the trochaneric region. X-ray showed that the trochanter major is partly torn off. Patient was scheduled for surgery. Patient had canceled and there was no contact from this patient until march 2006 the patient was hospitalized. It was reported that after a stroll the patient experienced intense pain coming from the left hip. Patient states that he has a feeling that something has broken within the hip. No trauma. Implant had fractured.